Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this device's replacement procedure the patient experienced pacing inhibition with possible asystole that was greater than two seconds. No adverse patient effects were reported.